Event description:
During an anonymous customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) with continuous cyclic pd (ccpd) therapy because they experienced a serious infection. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
It is unknown what type of infection the patient was referring to in the survey response. However, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) with continuous cyclic pd (ccpd) therapy because they experienced a serious infection. Additional information was requested, however to date has not been provided.